Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion. The physician experienced removal difficulties after deployment of the stent. The balloon was reinflated to 10 atm's and the delivery device was removed without incident. Upon removal, balloon damage was noted. No patient injuries or complications were reported.